Manufacturer narrative:
The customer originally reported the front end of the dilator was broken during the procedure. The problem was noticed post-procedure. The patient was involved and there was no patient injury. The end which is inserted into the patient is where the break was and an actual piece did break off. Additional clarification was received on 10/22/2015. The customer clarified; the doctor found the issue with the product before inserting into the patient, prior to the procedure, prior to use. There was no medical intervention that took place as a result of the malfunction. The piece was not in the patient so there was no clinical impact to the patient.

Manufacturer narrative:
Submit date: 10/19/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a catheter. The customer reports the front end of dilator was broken during the procedure. The problem was noticed post-procedure. The patient was involved and there was no patient injury. The end which is inserted into the patient is where the break was and an actual piece did break off.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was release accomplishing all quality standards. The sample was received with signs of use (dirt). Visual inspection of the sample revealed that the pull-apart sheath has damage of the end of it. Process failure mode and effect analysis was reviewed in order to identify potential causes associated with this event. In addition, a brainstorming session was performed with the manufacturing operation personnel with the purpose to identify additional potential causes. The defect was confirmed in the sample received; however there is evidence of device handling and package opening that could not be linked to manufacturing activities. Based on previous information the most probable cause is component abuse. No triggers or trends have been found, no harm was reported for this complaint. This defect is not confirmed to be manufacturing related. No further actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per the procedure, visual process for packaging and insertion trays, setting of components and (B)(4) this would identify this issue in the package process. This complaint will be used for tracking and trending purposes.